Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Bone loss caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism. Resubmitted due to submission error.

Event description:
Implant fracture.